Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 11/28/2016 that an issue occurred with an enteral feeding bag. The customer reports the dropper detached from the feeding tube. No patient harm or medical intervention.